Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. Vascular access was femoral. The lesion measuring 2.75mm in diameter and 20mm in length was located in an 80% stenosed concentric lesion in a moderately calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.5x20mm maverick balloon which reduced the stenosis to 50%. The physician advanced a 2.75x16mm liberte' bare metal stent, but resistance was felt. The device was removed and a shaft fracture was noted. The procedure was completed with another liberte¿ bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. Vascular access was femoral. The lesion measuring 2.75mm in diameter and 20mm in length was located in an 80% stenosed concentric lesion in a moderately calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a 2.5x20mm maverick balloon which reduced the stenosis to 50%. The physician advanced a 2.75x16mm liberte' bare metal stent, but resistance was felt. The device was removed and a shaft fracture was noted. The procedure was completed with another liberte' bare metal stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a liberte (mr) stent delivery system (sds) with original packaging. Blood was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The device was received in two pieces and it was found that the hypotube was broken 89cm distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The distal end of the sds was inspected under magnification and found the tip damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)